Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, mentor learned that a 550cc mentor medium height tissue expander was implanted after its sterility expiration date during an unspecified breast surgery in spain. Very little event information has been made available, though no patient consequences have been reported at this time. The serial number of the device was not provided, though based on sales data, none of the devices from this lot were shipped/sold after expiration. Should additional information surrounding the circumstances of this event become available, a supplemental report will be submitted. Per IFU, devices are not to be implanted after sterility expiration date. With available info, issue appears to be entirely based on use error.

Manufacturer narrative:
The previous report erroneously marked h5 as "no". The field has been updated appropriately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25 2020, additional information was received indicating the procedure was a breast reconstruction surgery. Manufacturer¿s reference number: (B)(4).